Manufacturer narrative:
The event of "capsular contracture unknown baker grade " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade, edema, anxiety-product/procedure, lump/nodule, visibility/palpability.

Event description:
Patient reported right side "capsular contracture" baker grade unknown, "lump, swollen and hard, implant is very high and they are scared". Device remains implanted.